Event description:
A customer reported a tandem mobi cartridge alarm during the load process, and consecutive cartridges caused the alarm as confirmed by technical support. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on returning the faulty pump and preparing the replacement. The customer was advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump. A backup insulin pump was used to ensure there was no interruption in insulin delivery.